Manufacturer narrative:
H6: imdrf device code a0402 captures the reportable event of balloon burst. Block h10: investigation results: the returned hurricane rx dilatation balloon was analyzed, and a visual examination found that the balloon had no damages, and the rapid exchange (rx) channel of the catheter was detached and buckled. Functional analysis was performed, and the balloon was inflated without a problem and was able to hold pressure. Microscopic inspection of the rx channel confirmed it was buckled. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. Product analysis determined the device was returned in good condition, with the capability of being inflated and holding pressure during functional analysis. Additionally, the rx channel of the catheter was detached and buckled which may have occurred due to manipulation of the device during the procedure. Demonstrating excessive force during handling or usage and/or forcing the device against significant resistance could result in device damage or loss of functionality. The buckle in the working length may have occurred due to excessive manipulation during the withdraw of the device. Therefore, the most probable root cause is "adverse event related to procedure." A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the small bowel during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the balloon burst between 18-20mm when inflating to the atm listed on device catheter. It was stated that no pieces of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the small bowel during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023 during the procedure, the balloon burst between 18-20mm when inflating to the atm listed on device catheter. It was stated that no pieces of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a0402 captures the reportable event of balloon burst.